Event description:
It was reported that a patient underwent an unknown procedure and a reservoir was activated on (B)(6) 2014. Following the procedure, it was found that the anti-reflux valve of the reservoir was not working properly. An air leak occurred from the anti-reflux valve. When the surgeon turned the reservoir upside down, the drainage fluid leaked from the anti-reflux valve. The valve was stuck open. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.